Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v629584, implanted: (B)(6) 2012. Product type: lead. Product ID:7482a51, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37602, serial#(B)(4), product type: implantable. Neurostimulator other relevant device(s) are: product ID: 3389s-40, serial/lot #:(B)(4), UDI#: (B)(4) ; product ID: 7482a51, serial/lot #:(B)(4), ubd: 05-aug-2015, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was interrogated pre-op and all the bipolar impedance were shown to be low(short) but the monopolar impedance were normal. The extension connection on was cleaned and wiped during replacement the low/short bipolar impedances were consistent and did not change after the battery replacement. No external/patient factors were reported. The neurosurgeon discussed with the managing neurologist preop and they decided that the neurologist was going to bring the patient in for programming after the implantation of the new device and then determine if another surgery would be necessary to resolve the cause of the impedances. (B)(6) 2021. (Rep): no new information.